Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 60: catalog #: 183004, lot #: 638930. E1 vngd cr tib brg 63/67x14: catalog #: ep-183424, lot #: 923900. Bmet arcom ap pat w/wire 31mm: catalog #: 11-150826, lot #: 615880. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a right knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately two years post-implantation due to patient allegations of "rubbing bone on bone." The patient also alleged that the surgeon stated the implant was too large. Finally, the patient alleged that post initial procedure an infection occurred prior to being discharged and that fluid was removed. Operative reports received indicated that the patient underwent a revision due to painful right knee. During the procedure, the surgeon noted loosening of the tibial component. Operative reports also indicated that post initial procedure the patient had no particular difficulties and was discharged in satisfactory condition. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Review of medical records confirmed the patients revision due to pain and tibial loosening. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a right knee revision surgery two years post-implantation, due to pain, patient allegations of "rubbing bone on bone," and an over-sized implant. During the procedure, the surgeon noted loosening of the tibial component. Femoral component, articular surface and tibia plate were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.